Manufacturer narrative:
Bayer svc responded to the site and found the injector to perform to specs. An offer of applications assistance was declined. The staff reported that they were not certain of the lot number of the disposables used. Three add'l requests for info and disposable product have gone unanswered. Product analysis has reviewed the info that was provided by the site. There is o confirmed product fault contributing to the reported air injection. In the event that any add'l info is rec'd, a f/u report will be submitted.

Event description:
The site reported the following: during a coronary procedure, air was allegedly injected into an (B)(6) yr old male while using an avanta injector sys, (B)(4). The staff observed large st elevations accompanied by with a very wide qrs complex on the pt's ECG monitor. The pt was placed on high flow oxygen and the ECG pattern quickly returned to normal. The pt is reported to be fine.